Manufacturer narrative:
(B)(4). The device manufacture date is not known. Alleged failure: some small components on the jaws were broken off in the patient. They were retrieved by the surgeon. The failure(s) identified in the investigation is consistent with the complaint record. The probable root causes could be user excessive force, instrument wear, or reprocessing/handling error. The product was returned for investigation and the failure mode was confirmed and will be monitored for future reoccurrence.

Event description:
It was reported that pieces broke off inside patient. Broken pieces were successfully removed from patient.

Manufacturer narrative:
The device manufacture date is not known at this time. However, should it become available it will be provided in future reports. Additional information will be provided once the investigation has been completed. (B)(4).

Event description:
It was reported that pieces broke off inside patient. Broken pieces were successfully removed from patient.